Event description:
A distributor reported a minimum fill notification related to insulin pump use. At the time of the event, the customer's blood glucose level was 13.3 mmol/l, which is within the normal range. The customer, after being instructed by technical support, attempted to add insulin to the original cartridge, but this did not resolve the issue. Subsequently, technical support guided the customer through the process of filling and loading a new cartridge onto the pump, which successfully resolved the problem. There was no reported adverse impact on the customer's blood glucose level.